Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 5/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient was "hallucinating in their sleep" and disconnected their transfer set from the patient line of the homechoice set non-aseptically. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by manual exchanges. No patient injury or medical intervention was associated with this per, the home patient's spouse, and the home patient's nurse.